Event description:
Endo clip inserted into trocar right upper quadrant to clip the vein between the common bile duct and the gallbladder when it misfired. The surgeon attempted to remove the endo clip from the trocar and it became stuck in the trocar and would not come out. The trocar and endo clip device had to be removed as one. No injury to patient. Occurred toward the end of the procedure.